Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
Drug/diluent: 5fu 1200mg. Fill volume: 100ml and flow rate: 2ml/hr. Procedure: unk and cathplace: unknown. Fast flow. Infused in 4 hours instead of 48 hours. Filled (B)(6) 2011 at 2 pm. Infusion initiated (B)(6) 2011 at 6 pm and found empty at (B)(6) 2011 10 pm. Filled in pharmacy. Found by pt at home. Pt symptoms: loss of strength and warmth of superior body part. Occurred right after infusion. Current condition: still asthenia. Date of event: (B)(6), 2011. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 100ml. Maximum fill volume: 125ml. The infusion delivery time is 48 hours when filled to the nominal volume and flow rate.